Event description:
The customer reported that the mx40 telemetry device had no sound. No adverse patient impact reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.